Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported through follow-up obtained that a few days after implant the patient was found to have a pericardial effusion. It was indicated that the rv lead was not suspected to be the cause; however, the physician wanted to revise the rv lead nonetheless. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was explanted and replaced for unknown reasons. No patient complications have been reported as a result of this event.